Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2009. During the procedure, the catheter was primed as normal. Pressure was titrated to above 150mmhg and the heating phase was started. At 80 degrees, the generator terminated the heating and reported a heater error. On confirmation that glucose was used, the machine was switched off and on, and a second try was attempted to achieve the required temperature, but was terminated again at 80 degrees. At this time, there was also a rapid loss of pressure. The fluid was removed, followed by the catheter. On inspection, damage to both the balloon and catheter tip was observed. On hysteroscopic investigation, some cervical burns were observed. The procedure was completed with a second catheter with no further problems.

Manufacturer narrative:
Cervical burn occurred - conclusion: the actual device involved in this event was returned for eval. The resistance wire and heater core were found discolored and the cannula and the balloon were found melted due to heat. The catheter passed the electrical tests. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.